Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a locked plating procedure on (B)(6) 2013. During the procedure, the tip of the screwdriver fractured while tightening the screws inside the plate. It is unknown whether the patient retained the fractured tip.